Manufacturer narrative:
(B)(4). Section d4: the customer could not confirm the model number of the circuit kit the humidification chamber was provided with. 950a81j adult ventilator dual heated circuit kit (with filter) has been used as a placeholder. Section h11: method: the subject z41002 autofeed chamber and additional information on the reported event were requested to be provided to fisher & paykel (f&p) healthcare for evaluation. Results: it was reported that the neither the additional information on the reported issue nor the subject device were available for return. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the 950 circuit kits state the following: - do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if it has been visibly damaged or dropped. - set appropriate ventilator or flow source alarms to monitor therapy delivery. - perform a pressure and leak test on the breathing system before connecting to a patient. - use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects.

Event description:
A healthcare facility in michigan reported via a fisher & paykel healthcare (f&p) field representative that a z41002 autofeed chamber, provided as part of a 950 circuit kit, leaked water. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: the customer could not confirm the model number of the circuit kit the humidification chamber was provided with. 950a81j adult ventilator dual heated circuit kit (with filter) has been used as a placeholder. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in michigan reported via a fisher & paykel healthcare (f&p) field representative that a z41002 autofeed chamber, provided as part of a 950 circuit kit, leaked water. There was no reported patient consequence.